Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to a migration of the electrode array due to suspected incorrect placement during initial implantation. It was reported that the patient experienced poor performance from onset. The patient was reimplanted with another cochlear device during the same surgery.